Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 06/15/2016 with the following findings: keypad missing; tape applied around the keypad contacts. Contrast button unresponsive and ok button intermittently responsive contrast contact missing; ok contact misaligned. Display screen is dim/faded/pink. Battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal and below the bumper at the case seal. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a missing keypad, dim display, and cracked battery compartment. This report is made based on the results of an investigation completed on 06/15/2016.